Event description:
Mcgrath mac video laryngoscope with #3 blade placed into pt's airway. While attempting to pull the mcgrath mac back out of the airway the handle separated from the plastic blade and the blade quickly disappeared down the pt's throat to a depth that could no longer be visualized. Second laryngoscopy necessary to retrieve the plastic blade with forceps. Post event examination of the mcgrath mac blade revealed that the retaining clip which secures the disposable mcgrath mac blade to the non-disposable mcgrath mac handle was bent in a manner that prevented the blade from remaining attached to the handle. This resulted in blade separation from the device during laryngoscopy and the subsequent intubation failure. Reason for use: multisystem trauma.